Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, noise was observed on the lead. This lead has a history of insulation problems and was repaired with medical adhesive in 2007. Later, the lead was explanted and replaced.